Event description:
The customer stated that smoke was emitted from one of the printed circuit boards (pcb) of an advia 2400 instrument. The power to the instrument was turned off after the smoke was emitted. There are no reports of injuries to the laboratory staff or damage to equipment due to the smoke emitted from the pcb.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that one of the pcbs for the universal rack handler (urh) had malfunctioned. The fse replaced the pcb and tested it. The customer then ran quality controls and tested the instrument, which performed according to specifications. The cause of the smoke being emitted from the pcb was a malfunction of the urh pcb. This instrument is performing according to specifications. No further evaluation of this device is required.